Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 182 mg/dl. Customer stated where you screw the insulin, when asked if she recalled any significant event that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response on the easy bolus button due to corroded keypad traces. Insulin pump had a broken reservoir tube lip noted. Insulin pump had cracked on lcd window, cracked case on lcd window corners, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.